Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2017 with the following findings: during investigation the pump was found to contain moisture and corrosion. Unrelated to the original complaint, a crack was found between the corner of the lens and the case seal. A leak test was performed and failed due the crack in pump case. Moisture corrosion was also observed on the transceiver board and display board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.